Event description:
It was reported the bronchovideoscope exhibited a blackout when adjusting the up angulation. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover (plastic distal end cover) is burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the blackout when adjusting the up angulation, it is presumed that this is caused by damage to the image sensor unit (disconnection, etc.) Due to usage stress, external factors, or handling, or by a malfunction of the electrical board components (ic chip, capacitor, etc.). Finally, regarding the c-cover being burnt; although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: "bf-1tq290 operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope bf-1tq290 operation manual:chapter 4 operation:4.3 using endotherapy accessories". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.